Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. The caller reported that the ins had moved in the pocket. She stated that the device was ¿cross wise¿ and now it was ¿up and down¿ and it was painful. The caller noted that some days she could hardly walk. The patient was to follow up with her healthcare professional. Follow up was conducted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative reported that today they met with the patient and discussed the possibility of a revision to resolve the pocket pain issue. The ins battery voltage was checked and was at 2.78 which the patient was upset about. A longevity calculation was performed with the settings of 8.0 volts, 450 usec, 40 hz, impedances with contacts 1-3 = 706 ohms (group impedances not available). Device use was 24/7. The longevity calculation was approximately 11 months and, based on that, it was reason to assume the ins was on target for the expected longevity. It was noted that no revision of the pocket site had occurred as of today.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient was booked for surgery to stabilize the neurostimulator (ins) but the representative (rep) found the ins battery to be unexpectedly low so they stopped the procedure. The patient was to contact her healthcare professional to discuss ins replacement options.

Event description:
Information was received indicating that the circumstances leading to the ins flipping and causing pain was that the patient had felt something while walking down a hallway. The pain that had followed caused them to hold onto the wall. The steps planned to resolve the issue were that the patient had an appointment scheduled for (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.